Event description:
Adverse event(s): "overcorrection" (overcorrection). Product problem(s): "none reported" (no info). A surgeon reports that a pt was enhanced after an rk procedure and at four months post-op is overcorrected in the right eye. The safety and effectiveness of this laser system has not been established for pts with previous corneal or intraocular surgery.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B) (4). (B) (4). (B) (4).